Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime 2.25 x 23 mm. Guide wire: ht advance. The advance guide wire is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported core detachment was confirmed. Scanning electron microscopy (sem) analysis results state that the core separation may be attributed to ductile overload. The reported device entrapment could not be replicated in a testing environment as it was based on operational circumstance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid obtuse marginal (om) vessel with moderate tortuosity and heavy calcification. The 2.25 x 23 mm xience prime stent delivery system (sds) was advanced onto the balance middleweight universal ii guide wire, but could not cross to the lesion due to the calcification. Dilatation was performed; however, the sds still could not cross. The advance guide wire was then advanced for extra support to the target lesion. The xience prime was advanced successfully; however, during stent deployment, the two guide wires were buckled up and trapped between the distal area of the stent and the vessel wall. A micro-catheter, hydrophilic balloon and small size balloon were advanced in an attempt to free the guide wires, but were not successful. Two micro-catheters were advanced to the junction site between the metal shaft and the tip coils to break the guide wires. The guide wires were retrieved together with the micro-catheters; however, the tip coils of the guide wires remained inside the distal om. The procedure was completed with normal hemodynamic and normal ECG. There was no clinically significant delay in the procedure. No additional information was provided.